Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the hospital due to dizziness and possible syncope. It was noted that the threshold measurements had increased. There was loss of capture (loc) but did not cause asystole for more than 2 consecutive seconds. The patient is pacemaker dependent. All other lead measurements were stable and there was no evidence of noise. There was however evidence of farfield oversensing of atrial activity. The device was reprogrammed and remains in service. No surgical intervention was performed and the device remains in service.